Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to (B)(6), CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the previous device eroded. The aus was previously removed and a new aus system was further implanted. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.